Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet failed to power on, and the monitor remained blank. A technical support specialist (tss) assisted the user to press the power button on the monitor, which successfully turned it on. However, upon startup, the application displayed an error message. The tss identified that the second ethernet connection was not detected and instructed customer to check and toggle the cabinet switch located at the back. Once the cabinet was back online, tss reset the ipv4 settings. The medbank myqlink (mql) was checked and confirmed that the cabinet was fully synchronized. The user was then able to log in and remove medications for the patient without any issues. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet was failed to turn on. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cabinet was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.